Event description:
It has been reported that ST Segment Elevation has occurred. FARAWAVE was selected for use. It has been mentioned that the patient developed inferior ST-segment elevation during energy delivery in the right superior pulmonary vein. The operator suspected coronary vasospasm. The procedure was performed under deep sedation. Intubation was performed as a precautionary measure. The ST elevation was noticed in DII, DIII and aVF. The procedure was immediately stopped and waited for the ST segment elevation to resolve. The product is not expected to be returned as it has been lost at the facility.

Manufacturer narrative:
D2a: Common Device Name: Percutaneous Cardiac Ablation Catheter For Treatment Of Atrial Fibrillation With Irreversible Electroporation; reported here as the Common Device name exceeded the character limit for designated field.This product is not approved in the United States, however, it has been assessed as reportable as there is a similar product approved in the United States. We are unable to provide the Unique Identifier (UDI) and other specific product information related to United States registration as the specific product is only commercially available outside of the United States.It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental MedWatch will be filed.